Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, there was an instance where the needle broke in half and another instance where the needle popped off and was found stuck in the fascia. There was no patient injury.